Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. A white screen was observed at power up. The device was found out of specification in relation to the reported white screen which was confirmed during evaluation. The cause was determined to be a failing display. The display was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.